Event description:
When this device couldn't be interrogated, it was assumed that it was at eos. A generator change was scheduled, and during the dft testing with the new device, the new device stopped working. After troubleshooting the incident, it was concluded that an insulation breach in the chronic rv lead had shorted out the device. This device was explanted and the new device and rv lead were removed on (B)(6) 2015.

Manufacturer narrative:
As of today, the medical device is not available for analysis therefore the device itself could not be investigated. Based on the complaint description it is reasonable to assume that the device was damaged by a shock delivery into an external short circuit.